Manufacturer narrative:
(B) (4). The ipg and extension were returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.

Event description:
It was reported the pt experienced intermittent efficacy the last two months. The pt could put her arms in a crossed position, with shoulders inward, and the stimulation would stop. The pt saw their neurologist and after checking battery status, it was determined the device was near eol and the pt was scheduled for replacement. During replacement on (B) (6) 2010, it was revealed the extension had broken at the ipg connection. The battery was returned for normal battery depletion and the extension was returned for analysis due to the breakage and intermittent stimulation. The pt recovered without sequela.